Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013. Inratio: 5. Lab: 3.2. Therapeutic range 2.2-3.7.